Manufacturer narrative:
Siemens filed initial MDR 2432235-2019-00191 on 06-jun-2019. Additional information (11-jul-2019): a siemens specialist further investigated the issue and concluded that the instrument is performing according to specifications. Siemens determined that routine service was required on the instrument, which contributed to discordant, falsely elevated concentrated carbon dioxide (co2_c) results. The conclusion code in section h6 was updated to reflect the additional information. After the service intervention mentioned in the initial MDR, additional discordant results were obtained on patient samples. MDR 2432235-2019-00192, MDR 2432235-2019-00193, and MDR 2432235-2019-00194 were filed for these discordant results. The supplemental MDR's associated with these MDR's contain service actions that were performed on the instrument after the instrument was returned to operation on 14-may-2019. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center. Siemens determined that quality controls (qcs) recovered within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse observed residue buildup on dilution tray wash unit (dwud) probes and cleaned the probes. Then, the cse ran wash 2 and noticed microbubbles forming inside the dilution probe discharge pump (dop). On 14-may-2019, the cse returned to the customer's site. After inspecting the instrument, the cse performed the following: adjusted the large water pump pressure, cleaned the sample probe (spp), cleaned the drain well, adjusted alignments for the spp, cleaned the water filters, and replaced the dilution aspiration pump (dip) l-ring seals. Then, the customer ran qcs and calibration; the qcs recovered within acceptable ranges. The cause of the discordant, falsely elevated co2_c results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. (B)(6).

Event description:
Discordant, falsely elevated concentrated carbon dioxide (co2_c) results were obtained on two patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate advia 1800 instrument, resulting lower. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2_c results.